Event description:
The patient experienced no stimulation sensation whether the device was on or off. The neurostimulator battery was thought to be at end of service. Impedances on many electrodes were greater than 4000 ohms. There was no known incident or accident related to the complaint. There was erratic stimulation for about 1 year. The device system was replaced. The patient outcome was reported as 'no injury, recovered without sequela'.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.